Manufacturer narrative:
G4:15mar2021. B4:16mar2021. The device was evaluated by the customer and the situation was explained to a philips remote service engineer (fse). The customer was provided part identification (ID) and created an action assignment for planner. Multiple good faith efforts were made to obtain additional information regarding the malfunction, event, and repair information with no response from the reporter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
The customer reported a ventilator experiencing battery issues. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.